Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: there was a deformation of the metal part of the wrist. There was no unexpected tissue removal. The instrument and the cannula were removed together. The instrument was not in strong grip mode at the time of the issue. There was no collision with other instrument or tool nor are any images available for isi review. The customer answered unknown for the remaining questions. Isi did receive the force bipolar instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The instrument was evaluated using an in-house test system and successfully passed recognition and engagement testing. It demonstrated intuitive movement with a full range of motion in all directions, and the grip tips opened and closed as intended. The instrument also passed the grip test, energy delivery testing across multiple grip orientations, and the electrical continuity test. Overall, the instrument was fully functional, and no product issues were identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument's operation became stiff, the tip could no longer close, and the device was removed together with the port. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.